Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced no sound with the device use and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report.